Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited double-counting and oversensing. The lead was sensing both the atrial and the ventricular contractions, shown as double-counting on the electrograms. It was discovered that the lead had dislodged. The patient experienced an inappropriate shock; no other adverse effects were reported. The lead was explanted and replaced with a non-guidant lead.